Event description:
According to the reporter, the patient was admitted on (B)(6) 2025, due to right ankle pain and limited mobility for more than 3 days after a fall. On (B)(6) 2025, the patient underwent open reduction and internal fixation for right ankle dislocation at the hospital. During the operation, a synthetic absorbable surgical suture 2-0 was used to suture the subcutaneous tissue. On postoperative day 7 (B)(6) 2025), redness and swelling appeared at the lateral wound of the right ankle, manifested as a knot reaction leading to delayed wound healing. After multiple dressing changes, the redness and swelling of the wound were effectively controlled. The wound healed and the patient was discharged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.